Event description:
It was reported that when using the bd pyxis¿ medstation¿ es screen was completely black and offline in remote smart service. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section b describe event or problem, section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline in remote support service (rss), and screen was completely black. The field service engineer stated that prior to arriving at the site, fse walked the customer through identifying the half-height drawer that was causing the station to go down and instructed her to disconnect the bus connector for that drawer; upon reaching the station, they found multiple controller boards were not functioning, possibly due to incomplete seating during reconnections, so fse replaced all drawer controller boards and module controller boards (151622-01 and 151903-01), reassembled the drawers, reconnected the bus cable, powered up the station confirming all leds were functioning, logged in, and successfully configured the drawers. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station was offline. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.